Event description:
As reported on (B)(4) 2014, a (B)(4) female patient presented for an unknown procedure. A guidewire was placed in the patient's neck through the jugular vein and a tunnel catheter was being placed. It was reported that during withdrawal of the guidewire, the guidewire partially unraveled. They were able to hold pressure and gain new access while a CT surgeon successfully snared the guidewire through the groin. It was determined the guidewire had gotten caught on the patient's filter. The procedure was successfully completed after the event occurred. The patient suffered no permanent harm or injury due to the event. The reported disposal device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
The reported defect device has been returned to the manufacturer. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).